Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an nc sprinter ptca balloon catheter was used approximately 21 days past its expiration date. No patient injury/complications reported. The monitoring of expired product is managed by the hospital through consignment and current process is inventory being monitored by globo and medtronic.